Event description:
The customer reported that the device was not sealing as it normally does during a hemicolectomy. Oozing occurred although end tones, indicating a completed seal cycle, were heard. Energy was also being delivered during these seal cycles. The surgeon continued using the device but also used sutures to close oozing in some seal areas. There was no pt injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.